Event description:
It was reported that during an unspecified treatment procedure, foreign material was observed on the device. The 75% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. Prior to using the 3.25x10mm flextome cutting balloon, it was observed that there was some foreign material at the tip of the device. There was no patient contact. The procedure was completed with a different device. There was no reported complications and the patient's status is reported as good.

Event description:
It was reported that during an unspecified treatment procedure, foreign material was observed on the device. The 75% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. Prior to using the 3.25x10mm flextome cutting balloon, it was observed that there was some foreign material at the tip of the device. There was no patient contact. The procedure was completed with a different device. There was no reported complications and the patient's status is reported as good.

Manufacturer narrative:
Device evaluation: a detailed examination of the returned device found no evidence of any foreign material on the device. No damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).